Manufacturer narrative:
Product was not returned for evaluation as it was discarded. Review of device history record for the lot codes associated with the reported polar hole plug identified no deviations or anomalies. Review of the complaint history for lot associated with the polar hole plug indicated no pervious complaints. Based on the device history record review, the receiving/inspection documentation for the lot codes associated with the reported hole plug has no deviations or anomalies. Based on the information provided, a definitive cause for the experience observed cannot be determined with certainty. This (B)(4) design controlled device is used for treatment.

Event description:
It was reported that the threads of the dome hole plug were unable to be screwed into the mating hole of the continuum cup. The threads would not seem to catch.

Manufacturer narrative:
This report will be amended when our investigation is complete.